Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a service history review were performed. During visual inspection the power supply was found to be damaged. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician, a damaged power supply was identified on a flogard infusion pump. There was no patient involvement. No additional information is available.